Event description:
During a small bowel resection the surgeon fired the tlc55 and observed slight oozing along the staple line. The surgeon stated that in his opinion the staples did form correctly. The staple line was oversewn with suture. The surgeon used a tvc55 for all other firings and was satisfied with hemostasis. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the repported incident. The instrument was fired with a reload cartridge and it fired and formed the staples as designed. The staple heights and staple formation was found to be conforming to mfg requirements. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.